Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room and she could not remove the reservoir from the insulin pump. The customer has been disconnected from it all day. The doctor stated that drive support cap came off and the reservoir compartment is filled of insulin. The doctor also stated that the device died and they could not find a triple a battery in the emergency room. No further information was provided.